Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the atrial lead exhibited losses of capture and sensing. A lead dislodgement was suspected. The physician opted to disable the lead and to monitor the patient.